Event description:
This case was initially received via (B)(6) on 21-sep-2017. This spontaneous case was reported by a physician and describes the occurrence of vulvovaginal pain ("sticking pain in vagina") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included salpingectomy. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced vulvovaginal pain (seriousness criteria medically significant and intervention required), weight increased ("weight increase / weight has increased 10 kg"), joint stiffness ("joint stiffness"), abdominal distension ("swelling of stomach after eating"), dyschezia ("pain during pushing and excreting") and abdominal pain upper ("pain in stomach / a lot of pain in stomach and feelings in stomach"). The patient was treated with surgery (left fallopian tube and essure implant have been removed by laparoscopy). Essure was removed. At the time of the report, the vulvovaginal pain, weight increased, joint stiffness, abdominal distension, dyschezia and abdominal pain upper outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, dyschezia, joint stiffness, vulvovaginal pain and weight increased to be related to essure. The reporter commented: the patient feels that essure implant has caused following symptoms to her, and she has not had to use pain killer regularly. Left fallopian tube and essure implant have been removed due to patient's wish. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2017 for the following meddra preferred term: vulvovaginal pain - analysis in the global safety database revealed 18 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.